Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a connection issue and subsequently experienced peritonitis. The hp stated that he was at church sitting and noticed that the transfer set was slightly ¿unscrewed¿ and it was ¿dripping a little¿ so he tightened the connection between the transfer set and the titanium adapter. The titanium adapter had been recently switched from a plastic adapter to a titanium adapter about 1 and one half weeks prior. At the time of the incident, the transfer set had also been in use for about 1 and one half weeks. It was reported that there was no damage to the transfer set or to the titanium adapter. There was no assist device used to make the connection. The transfer set and catheter were strapped with velcro and taped to the patient¿s body. Subsequently, the hp experienced peritonitis manifested by difficulty urinating and sharp abdominal pains. The hp went to the urgent care center. The hp was treated with ceftazidime intraperitoneally (ip) daily for 2 weeks (dose unknown) and vancomycin, ip, 6 doses (dose unknown). At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 2 associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).